Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract procedure, a system advisory displayed and the phaco handpiece would not work. There was no aspiration or irrigation and neither the characteristic sound. The issue was noticed once the handpiece was in the patient's eye. The phaco tip and handpiece were exchanged to proceed with surgery. There was no patient harm. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility.

Manufacturer narrative:
The phaco handpiece was examined. The company representative confirmed that a system message (sm) was observed during the examination. The handpiece was returned for evaluation. No further information was able to be obtained from this customer. The phaco handpiece was manufactured on september 24, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. To address the customer reported event of occlusion, aspiration, and irrigation issue, a flow rate test found the handpiece to meet specification to address the unrelated sm observed by technical services, the handpiece was connected to a calibrated infiniti system. The handpiece failed to tune with the sm, confirming the observation. A measurable resistance was measured from the high electrode to ground when the handpiece was connected to a resistance test box. Disassembling the handpiece revealed moisture ingress within the electrode chamber. An analysis of the data showed no lines of tuning failures after a total of (B)(4) tunes. The ¿tuning issue¿ resulting from a sm is not related to the customer reported ¿occlusion.¿ this would not cause any occlusions in the irrigation or aspiration lines, since a tuning failure would prevent the handpiece from being used in surgery. No phaco tip was returned for evaluation for the report of the machine message of occlusion. Therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. There were no problems found related to the customer reported ¿occlusion¿ event. Therefore, the root cause of the reported event cannot be determined conclusively. The phaco tip sample was not returned from the customer and no consumable lot information was provided for a lot record review. As such, the root cause for customer complaint issue cannot be determined. An internal investigation was opened. (B)(4).